Manufacturer narrative:
The philips field service engineer (fse) evaluated the system and confirmed the vertical ball screw was broken. The fse replaced the vertical ball screw, vertical drive motor and inverter of the couch. All couch motion was tested and passed. The system was then returned to the customer for clinical use. Note: this investigation is still in process therefore, we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Manufacturer narrative:
The issue reported was the table fell to its lowest position. The system was in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the table fell approximately 30 cm to the lowest position while moving the table vertically with a patient on the table. The fse confirmed there was no actual injury, however, the patient did complain of pain in the lower back area which shortly subsided. There was no actual harm and there were no bruises. Medical intervention or treatment was not obtained. The patient's procedure was completed successfully on another system. Further investigation by the fse confirmed the ball screw had fractured which caused the event. The fse replaced the ball screw assembly, couplings, and corner pedestal covers. Following the repair, the system was tested successfully and returned to the customer for use. In a similar incident (such as reported in this case), a philips fse collected the vertical ball screw and bearing parts and returned them to the suzhou (sz) factory for a failure analysis. Analysis confirmed the vertical ball screw was fractured and a further material analysis was performed by a 3rd party lab (suzhou metal service co.ltd). According to the analysis, the ball screw failure was caused by a fatigue fracture. In addition to the analysis, ball screw inventory was checked, and the parts met drawing specifications. Therefore, a material and supplier quality issue was excluded for root cause failure. Couch manufacturing process for ball screw alignment and installation were also checked through tolerance stack up and production couch alignment accuracy measurement. The calculation determined the production alignment met specification. Sampling checked the production couch measurement accuracy, and all were within specifications. Therefore, couch manufacturing was excluded for root cause failure. After reviewing all event details, philips engineering confirmed there were no new failure modes. During the site inspection, the philips fse found the upgrade kit was not installed on the couch in the previous ball screw replacement and the alignment of the ball screw replacement was not performed per the service manual; the alignment tool was designed to avoid misalignment during ball screw replacement. Additionally, the philips CT system is intended to be used and operated only in accordance with the safety procedures and operating instructions given in the instructions for use for the purpose for which it was designed. Operators of the philips system must have received adequate training on its safe and effective use before attempting to operate the equipment described in the instructions for use. The philips systems should not be used if any of the following conditions exist or are thought to exist. ¿ the preventative maintenance program is not up to date. ¿ if any part of the equipment or system is known (or suspected to be) operating improperly. ¿ during all movements of the gantry and the patient table (automatic and manual), keep the patient under continuous observation. Make sure that the patient is strapped securely to avoid dangling of the hands. ¿ ensure that the patient is placed securely on the patient table and is not in danger of falling. In conclusion, the root cause of the ball screw failure was determined to be fatigue due to misalignment from no use or partial use of the ball screw service install kit. A review of the risk management file indicates the issue reported by the customer is of low potential severity, which would not reasonably cause or contribute to death or serious injury if the problem were to reoccur. Therefore, based on the investigation¿s conclusion, this issue has been determined not to be a reportable event.

Manufacturer narrative:
This is a supplemental report to follow up emdr 3015777306-2023-00008. Removed the following information: during the site inspection, the philips fse found the upgrade kit was not installed on the couch in the previous ball screw replacement and the alignment of the ball screw replacement was not performed per the service manual; the alignment tool was designed to avoid misalignment during ball screw replacement. Corrected information in the conclusion: in conclusion, the probable cause of the ball screw failure was due to fatigue. Updated narrative below: the issue reported was the table fell to its lowest position. The system was in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the table fell approximately 30 cm to the lowest position while moving the table vertically with a patient on the table. The fse confirmed there was no actual injury, however, the patient did complain of pain in the lower back area which shortly subsided. There was no actual harm and there were no bruises. Medical intervention or treatment was not obtained. The patient's procedure was completed successfully on another system. Further investigation by the fse confirmed the ball screw had fractured which caused the event. The fse replaced the ball screw assembly, couplings, and corner pedestal covers. Following the repair, the system was tested successfully and returned to the customer for use. In a similar incident (such as reported in this case), a philips fse collected the vertical ball screw and bearing parts and returned them to the suzhou (sz) factory for a failure analysis. Analysis confirmed the vertical ball screw was fractured and a further material analysis was performed by a 3rd party lab (suzhou metal service co.ltd). According to the analysis, the ball screw failure was caused by a fatigue fracture. In addition to the analysis, ball screw inventory was checked, and the parts met drawing specifications. Therefore, a material and supplier quality issue was excluded for root cause failure. Couch manufacturing process for ball screw alignment and installation were also checked through tolerance stack up and production couch alignment accuracy measurement. The calculation determined the production alignment met specification. Sampling checked the production couch measurement accuracy, and all were within specifications. Therefore, couch manufacturing was excluded for root cause failure. After reviewing all event details, philips engineering confirmed there were no new failure modes. Additionally, the philips CT system is intended to be used and operated only in accordance with the safety procedures and operating instructions given in the instructions for use for the purpose for which it was designed. Operators of the philips system must have received adequate training on its safe and effective use before attempting to operate the equipment described in the instructions for use. The philips systems should not be used if any of the following conditions exist or are thought to exist. ¿ the preventative maintenance program is not up to date. ¿ if any part of the equipment or system is known (or suspected to be) operating improperly. ¿ during all movements of the gantry and the patient table (automatic and manual), keep the patient under continuous observation. Make sure that the patient is strapped securely to avoid dangling of the hands. ¿ ensure that the patient is placed securely on the patient table and is not in danger of falling. In conclusion, the probable cause of the ball screw failure was due to fatigue. A review of the risk management file indicates the issue reported by the customer is of low potential severity, which would not reasonably cause or contribute to death or serious injury if the problem were to reoccur. Therefore, based on the investigation¿s conclusion, this issue has been determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided. The issue reported was at while the patient was on the couch, it fell to the lowest position. The patient experienced pain in their back which went away. No medical treatment was sought. The patient was then moved to another system and the exam was completed with no issue. We are considering this event reportable out of abundance of caution. Philips has started an investigation of this complaint.